Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads are causing soreness due to erosion. There is no concern of infection. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction: additional information was obtained indicating that only the l so lead eroded. As such, surgical intervention took place wherein the system was explanted to address the issue. Investigation was unable to determine which lot was the left lead. This device is no longer considered reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained indicating that only the l so lead eroded. As such, surgical intervention took place wherein the system was explanted to address the issue. Investigation was unable to determine which lot was the left lead. This device is no longer considered reportable.